Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter, 2 unopened drapes and 1 unopened guide wire were received. The test guide wire went through the catheter without any resistance. The catheter ran smoothly and did not show any irregularities. The lid of the outer package of the catheter had a tiny hole. It was observed that this hole was made from the outside of the package, the catheter did not show any damages. Therefore, the reported malfunction is not related to the form / fit or function of the catheter itself. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. Prior to the procedure, the inner packaging was found to be sterile damaged after unpacking the outer packaging and suspected that the aseptic environment of the catheter had been compromised. The catheter was replaced with another new catheter of the same model for the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter. Prior to the procedure, the inner packaging was found to be sterile damaged after unpacking the outer packaging and suspected that the aseptic environment of the catheter had been compromised. The catheter was replaced with another new catheter of the same model for the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter, 2 unopened drapes and 1 unopened guide wire were received. The test guide wire went through the catheter without any resistance. The catheter ran smoothly and did not show any irregularities. The lid of the outer package of the catheter had a tiny hole. It was observed that this hole was made from the outside of the package, the catheter did not show any damages. Therefore, the reported malfunction is not related to the form / fit or function of the catheter itself. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. Prior to the procedure, the inner packaging was found to be sterile damaged after unpacking the outer packaging and suspected that the aseptic environment of the catheter had been compromised. The catheter was replaced with another new catheter of the same model for the procedure. There was no patient contact.